Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the device and no trouble was found. The device passed all performance assurance testing and was returned to the customer.